Event description:
Stryker disposable suction/irrigator (ref# 250-070-500, lot# 21139fg2) was passed off to connect to the suction and the irrigation bag - the tubing going into the battery housing became disconnected. There was no patient contact.